Manufacturer narrative:
Device had unresponsive act and up buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify possible under/over delivery anomaly or communicate to care link pro due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 485 mg/dl. The customer was treated with insulin pump. Customer's other blood glucose value was 450 mg/dl and 460 mg/dl. Customer declined to troubleshoot for high readings. Customer stated that motor did not push out insulin when blousing. The insulin pump will be returned for analysis.